Event description:
A pump declared an altitude alarm, leading to an interruption in insulin delivery as the customer's insulin was suspended. The customer's blood glucose level was reported at 230.40 mg/dl, which is within the normal range. The customer was instructed by technical support to remove any obstruction from the speaker holes, gently clean them, and follow several steps to attempt to resume insulin delivery. However, even after inserting a new cartridge, the alarm recurred. Ultimately, the alarm cleared and the customer was able to resume insulin delivery.